Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on left case and damaged case seal, broken bottom case. Error history log review found a primary audible alarm background test. The root cause of the reported issue was found to be the speaker was misaligned due to broken bottom case which was causing the intermittent of primary audible alarm background test. Actions were taken to mitigate the reported issue: replaced bottom case and reassembled speaker. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had an alarm. No patient injury was reported.